Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. The exterior of the samples did not find any evidence of a failure that would support the reported event. Evaluation found catheter can be inflated without difficulty. Dissected the catheter and found no conditions that would contribute to the reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: do not inflate the balloon in the urethra. (The urethra may be injured)." (B)(4). Correction: manufacturer name, city and state, device available for evaluation, MFR site, device evaluated by MFR.

Event description:
It was reported that it was difficult to inflate the balloon properly, when the nurse injected water with a syringe before use. Therefore, another catheter was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that it was difficult to inflate the balloon properly, when the nurse injected water with a syringe before use. Therefore, another catheter was used.